Event description:
It was reported that high impedances were identified on the patients left lead of the deep brain stimulation (dbs) system, causing the patients' preexisting symptoms of parkinson's disease including neck drooping and difficulty walking to worsen. Imaging was performed of the ipg, lead and lead extension implant sites but the imaging could not determine any device malfunction. The patient underwent an unrelated surgery procedure some time ago and it is unclear as to whether that procedure may have contributed to the high impedances. Reprogramming was performed and the patient will continue to be followed. The patient underwent a revision procedure in which the ipg and lead extension were replaced and resolved the impedances. It was additionally reported that the patient underwent rehabilitation, showed improvement in motor function and was discharged from the hospital. Per the physicians' assessment the patients' walking difficulty and posture issues are not due to deep brain stimulation (dbs) system but are caused by an unrelated spinal condition.

Manufacturer narrative:
Block d2b pro code (product code): nhl. Additional suspect medical device component involved in the event: model number/catalog number: nm-3138-55. Serial number: (B)(6). Batch/lot number: 7117236. Model/catalog description: 55cm 8 contact extension. Unique identifier (UDI) # (B)(6). The device has been received; device analysis is currently in process and has not been completed.

Event description:
It was reported that high impedances were identified on the patients left lead of the deep brain stimulation (dbs) system, causing the patients' preexisting symptoms of parkinson's disease including neck drooping and difficulty walking to worsen. Imaging was performed of the ipg, lead and lead extension implant sites but the imaging could not determine any device malfunction. The patient underwent an unrelated surgery procedure some time ago and it is unclear as to whether that procedure may have contributed to the high impedances. Reprogramming was performed and the patient will continue to be followed. The patient underwent a revision procedure in which the ipg and lead extension were replaced and resolved the impedances.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs additional suspect medical device components involved in the event: model number/catalog number: db-2202-45, serial number: (B)(6), batch/lot number: 7109653, model/catalog description: dbs directional lead sterile kit 45cm, unique identifier (UDI) # (B)(4). Model number/catalog number: nm-3138-55, serial number: (B)(6), batch/lot number: 7117236, model/catalog description: 55cm 8 contact extension, unique identifier (UDI) # (B)(4).